Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose over 600mg/dl. It was stated that the cannula was bent when they pulled the infusion set. The mother mentioned that the customer was sent to school with manual injections and was advised to monitor her glucose level. The caller stated that the customer is too thin to use the infusion sets that were sent originally, and they place an order overnight, but they never received the emergency supplies. No further information was provided.